Event description:
It was reported that during a da vinci si hysterectomy procedure, arcing from the mcs tip cover accessory installed on the monopolar curved scissors (mcs) instrument was observed. The mcs instrument was removed and inspection of the tip cover accessory by the site found that it had a hole. The planned surgical procedure was completed with a replacement tip cover and no pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
Conclusion - the tip cover accessory and monopolar curved scissors (mcs) instrument were returned. Per the customer reported complaint, engineering observed that the hole in the silicone/pellethane on the tip cover exhibits localized melting indicating that an arcing event occurred. With the tip cover installed on returned mcs instrument, the position of the hole is in the general area of the distal idler pulleys and distal clevis ears on the instrument. The tip cover has a .020" x .030" oval shaped hole in the silicone/pellethane section and is located .345" above the silicone/pellethane to sleeve interface. The tip cover exhibits some small cuts/scratches in the silicone/pellethane section, located away from the hole. No other damage was found. Engineering eval of the mcs instrument found that it did not exhibit any defect that likely or directly contributed to arcing through the tip cover accessory. As the distal end components on the instrument do not exhibit any burrs or abnormally sharp edges. On (B)(4) 2012, isi contacted the da vinci coordinator, (B)(6), and he indicated that the mcs instrument, cannula and tip cover were inspected prior to use and there was no damage observed. Larry indicated that the electrical surgical unit (esu) setting was 40 watts, however, he indicated that he does not recall the mode used during the surgical procedure. Larry indicated that there was no injury to the pt and the pt has been released from the hospital.